Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an episiotomy repair on (B)(6) 2013 and suture was used. Five days post operative, the patient experienced a wound dehiscence and was readmitted to the hospital. The wound was reclosed with a different suture. The patient has since been discharged from the hospital.